Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's dc/dc & battery control and panel circuit boards were contaminated with liquid. Provided photos confirms the reported liquid spill problem. There is no information on how the liquid spill entered the ventilator system or what kind of liquid spill it was. A quote for replacement of damaged parts were sent to customer, however it was not accepted due to high costs. No root cause can be established for the reported problem. Liquid on printed circuit boards may cause short-circuiting and may lead to stop of ventilation.

Event description:
It was reported that the ventilator's dc/dc & battery control and panel circuit boards were contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).